Event description:
Approximately 30 minutes into dialysis treatment, blood pump on patient's machine stopped working. All blood re-infused and patient moved to another machine where dialysis was resumed without incident. Fresensius medical care contacted.work order placed with fresenius to fix machine.device #1is this a laboratory device or laboratory test?no.